Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: it looks like the first the first sureform 60 stapler instrument (part number 480460-09), (lot number k11240719-0172), was used first, and it was installed on the system 3x and fired 3 blue reloads. On installs 1-3, all clamp attempts were successful, and the firings were completed no pauses, no pauses, and 1 pause for compression, respectively. The instrument was then removed and not used in the procedure again. The second sureform 60 stapler instrument used (part number 480460-09), (lot number k11240719-0165), was installed on the system 2x and fired 2 reloads (1 green, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~99% completion, after a duration of ~25 seconds. Error code shows in the logs representing the failure. Approximately 22 seconds after the failed firing, the mrk was detected as being used on the instrument. This force expired the instrument. The third sureform 60 stapler instrument (part number 480460-09), (lot number k15231116-0461), was installed on the system 4x, and fired 4 reloads (2 green, followed by 2 white). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 3 and 4, the first clamps were successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, tissue was pushed out and not properly staples or cut when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The event occurred on the 3rd stapler fire. While stapling to create the gastric pouch, the first two firings of the first sureform 60 stapler instrument fired as intended with no issues. However, during the 3rd fire with the blue sureform 60 reload toward the angle of his, the stapler instrument paused for compression at first and then continued the firing sequence with no error messages produced. During the stapler fire, the stomach tissue pushed out and malformed staples came out of the side of the stapler reload. This caused a serosal tear. A new sureform 60 stapler instrument was then opened and used with a green sureform 60 reload which was fired medially on the same staple line to exclude a portion of the stomach. This stapler reload fired without any complications and repaired the defect. A blue sureform 60 reload was fired next, towards the angle of his. During the fire of the blue sureform 60 reload, tissue was again pushed out. The staples were malformed and pushed out of the side of the reload. This caused a hole into the gastric pouch. During the stapler firing, the stapler instrument had paused for compression at first and no error messages were produced. When the firing process was complete, an error message was produced in relation to the stapler being stuck on tissue. The manual release knob was used to remove the stapler. To repair both sites of the stapling misfires, additional tissue resection was required. The gastric pouch repair required sharp dissection and was repaired with sutures. The procedure was completed robotically. The patient recovered well with no complications and a two day hospitalization stay was required. A computed tomography (CT) scan was completed with contrast that showed no leak present postoperatively.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the sureform reload involved with the reported complaint. Isi did receive the sureform 60 stapler k11240719-0165 instrument associated with this complaint. Failure analysis confirmed the reported event but did not replicate it. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The instrument was placed on the in-house system and was found to be locked. The instrument generated error message "instrument failure. Manual stapler release previously used on device. Do not reuse." The radio-frequency identification (rfid) editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was installed onto an in-house system and fired on a test foam using two in-house green reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Advanced failure analysis was conducted, and the initial findings were confirmed. Review of the logs confirms 1 firing attempt with a blue reload failed at 99% completion with a force value that exceeded the pre-determined threshold. Logs confirm that the manual grip release knob (mrk) was used on the stapler without first pressing the e-stop. The instrument was then force expired by the system due to the mrk use. The stapler was re-installed on an in-house system and engaged and initialized on each attempt. The stapler was clamped and fired onto a foam test sheet. Firing was successful with no pauses for compression. A second black reload was fired onto a hi-challenge test sheet to replicate report of tissue pushout. There was one pause for compression prior to 10mm of completion, and the firing was successfully completed. Staples and cut line were properly formed. The main tube was manually rotated, and no increased or abnormal friction was observed. Steering cables and drive cables appeared intact and properly tensioned. The housing was removed and stapler I-beam extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. Isi also received the sureform 60 stapler k11240719-0172 instrument and completed investigations. The instrument was fully functional. There was no problem detected. Advanced failure analysis was conducted, and the initial findings were confirmed. Review of the logs confirmed no error with this instrument throughout the procedure. Per the logs, the instrument fired 3 blue reloads successfully. The 3rd firing with a blue reload shows 1 pause for compression and a peak firing force at the pre-determined threshold. The stapler was re-installed on an in-house system and engaged and initialized on each attempt. The stapler was clamped and fired onto a foam test sheet. Firing was successful with no pauses for compression. A second black reload was fired onto a hi-challenge test sheet to replicate report of tissue pushout. There was one pause for compression prior to 10mm of completion, and the firing was successfully completed. Staples and cut line were properly formed. The main tube was manually rotated, and no increased or abnormal friction was observed. Steering cables and drive cables appeared intact and properly tensioned. The housing was removed and stapler I-beam extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. The reported complaint could not be replicated or verified through review of the logs or through in-house testing.